Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that prior to an angioplasty procedure through femoral artery to iliac artery stenosis the stent allegedly detached. It was further reported that the device allegedly broken. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation, two photos were provided for review. The first photo shows part of a catheter, the device was bloody and no kinks were noted. The stent got dislodged and deformed, second photo shows the label, lot number and catalog number were verified. Therefore based on the photos reviewed, the reported stent dislodgement and material deformation issue can be confirmed. A definitive root cause for the reported stent dislodgement and material deformation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure through femoral artery to iliac artery stenosis the stent allegedly dislodged. It was further reported that the device allegedly deformed. There was no patient contact.